Manufacturer narrative:
Incident summary: on 10/22/2024, the biomedical engineer (bme) reported that they could not transfer patients or see some telemetry devices on the central nurse's station (cns). No patient harm was reported. Troubleshooting by nihon kohden technical support (nkts) informed the bme to check the monitor bed settings tab and then the org multiple patient receiver settings tab to be sure that all orgs are active and to check the orgs in the closet to be sure that all of the orgs are active in the closet. Biomed stated he would check these points and call nk ts back. Biomed called back, stating that he could not transfer patients to some telemetry devices, he thinks the telemetry devices were not turn on. Biomed said that he is going to check that and get back to nkts. No further communication received from the biomed if this was resolved even after sending three emails to inquire if the devices are functioning normally. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they could not transfer patients or see some telemetry devices on the central nurse's station (cns). No patient harm was reported. The bme did report that he thinks the telemetry devices were not turn on and will check that and report back to nihon kohden.

Event description:
The biomedical engineer (bme) reported that they could not transfer patients or see some telemetry devices on the central nurse's station (cns). No patient harm was reported. The bme did report that he thinks the telemetry devices were not turned on and will check that and report back to nihon kohden.

Manufacturer narrative:
Incident summary: on 10/22/2024 the biomedical engineer (bme) reported that they could not transfer patients or see some telemetry devices on the central nurse's station (cns). No patient harm was reported. Biomed called back, stating that he could not transfer patients to some telemetry devices, he thinks the telemetry devices were not turn on. Biomed said that he is going to check that and get back to nkts. Root cause investigation: the customer reported that the issue was resolved but did not provide any information regarding the resolution. The customer initially assumed that the cause may be related to the telemetry devices not being turned on. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. A serial number review of the reported device does not reveal additional related complaints. Complaint history review of the customer's account does not reveal similar complaints for the reported device. As the issue was resolved without further nk intervention, it is unlikely that the issue was a result of an nk device deficiency. Additional information: b4: date of this report. G3: date received to manufacturer. G6: type of report. H2: if follow-up, what type? H6: adverse event problem codes. H11: additional manufacturer narrative.